Event description:
It was reported that during an unknown procedure, the device misfired several times. No other details were provided. A new device was used to complete the procedure. No patient impact reported.

Manufacturer narrative:
(B)(4). Advacer bypass. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during first firing sequence causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. The remaining clips were conforming according to our manufacturing specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.